Event description:
It was reported that a patient underwent an unknown surgical procedure and suture was used. It was reported that the needle pull-off during use. The procedure was completed with no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: a representative sample was returned for evaluation. It was visually and functionally examined for needle pull tensile strength and it met the requirements.